Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report involving a hamilton-t1 ventilator used during pediatric ventilation. The device was newly prepared with coaxial tubing and tested without issues before patient connection. After the child was connected, the ventilator delivered only a few breaths before generating an ¿exhalation obstructed¿ alarm, resulting in loss of ventilation and patient desaturation. The patient was ventilated with an anaesthesia machine while a new breathing circuit was installed and tested. After reconnection, the same behavior occurred, and ventilation was again lost after only a few breaths. The patient was subsequently manually ventilated during transfer. The error occurred during ventilation, visual and audible alarms were active. No permanent injury was reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.

Manufacturer narrative:
In the initial FDA report, field b2 ¿required intervention to prevent permanent impairment/damage (devices)¿ was selected in error. Based on the information available, the clinical interventions performed (transition to an anaesthesia machine and subsequent manual ventilation) were required to maintain ventilation, but they do not meet the FDA definition of an intervention performed to prevent permanent impairment or permanent damage. No permanent injury was reported. The incorrect selection has been corrected in this follow-up to ensure accuracy and regulatory compliance.